Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.analysis was performed and no anomalies were found.

Event description:
It was reported that during implant there was intermittent exit block and unstable thresholds. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant there was intermittent exit block and unstable thresholds. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.